Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that under-sensing was observed on the implantable cardioverter defibrillator. No programming changes were made. The patient was stable.

Manufacturer narrative:
On the original report should be "implantable cardiac monitor" and not "implantable cardioverter defibrillator"..

Event description:
New information notes that under-sensing was once more observed on the implantable cardiac monitor. No programming changes were made.